Event description:
It was reported that a pt underwent surgical procedure on an unk date and suture was used. The pt developed an "allergic" reaction. The reaction included red, itchy swollen dermis with serous discharge. The area was cleansed and the pt was given antibiotics. No additional info was provided.

Manufacturer narrative:
(B)(4). Allergic reaction. Results: rep samples were returned for eval. They were visually examined and appear to be sealed. Conclusion: the devices were received in a condition that meets spec. The actual device batch number associated with this event is not known. A possible batch number is reported as follows: product code: j494g: batch cek141 mfg date: 05/31/2010, exp date: 01/31/2015. In addition, a review of the batch mfg records for the possible batch number was conducted and the batch met all finished release criteria.